Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed two irritations under the back therapy electrode pads of the lifevest. The irritation was described as 2nd to 3rd degree burn marks that had blistered. The patient's cardiologist advised the patient to remove the device until the irritation began to heal and to primarily wear the device at night until completely healed. The patient was also recommended a medicated cream or lotion. Follow-up indicated that the irritation had improved.